Event description:
Rptr received double ended implant in metatarsal phalangeal joint of left great toe at a cost of $1978. Now pt complains of discomfort at site. X-ray and interpretation by consultant orthopedist show cystic change at site 11/29/94.